Event description:
It was reported that arteriotomy closure of a moderately calcified right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, as the needle was retracted, the suture was not present; the suture broke. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. The device analysis found a posterior cuff miss which could appear to the user as a suture break; therefore, the reported suture retrieval experience was confirmed. The access site was reported to be moderately calcified. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral calcification fluoroscopically visible at the access site. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f; heparin and dapt (dual antiplatelet therapy). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.